Event description:
During atrial fibrillation procedure it was reported the catheter stopped deflecting. Additional information stated the catheter was stuck in the contracted position and would not open or deflect to full capacity. The catheter was removed from the patient without difficulty. The physician replaced the catheter to continue with the procedure. The procedure was completed successfully without any patient consequence.

Manufacturer narrative:
(B)(4). During atrial fibrillation procedure it was reported the catheter stopped deflecting. Additional information stated the catheter was stuck in the contracted position and would not open or deflect to full capacity which makes this event MDR reportable. The catheter was removed from the patient without difficulty. The physician replaced the catheter to continue with the procedure. The procedure was completed successfully without any patient consequence. Upon receiving, the catheter was visually inspected and it was found in normal conditions. The catheter was tested for deflection and contraction and the catheter failed both tests. The catheter was dissected for further analysis. It was observed the deflection puller wire was found longer than normal. The contraction puller wire ferrule was out of place. It was determined the catheter did not get stuck on deflection or contraction state during the analysis. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the catheters are inspected for defects before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The customer complaint has been verified.

Manufacturer narrative:
(B)(4).